Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead having unspecified helix rotation issues and operation issue. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found the helix to be stretched / damaged although no anomalies were noted on the inner coil at the connector region. The cause of the reported event was isolated to the helix clogged with blood / tissue and the helix stretched / damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.